Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a drawer failed to open when the user attempted to issue a medication. The customer later discovered that the medication was not stored inside the drawer but was located behind a door in the same unit. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened when trying to issue medication. A technical support specialist (tss) determined that the medication was not located in a drawer but behind a door. When the user attempted to issue the medication again, the door opened successfully. Tss advised the user that a cycle count was required to correct the quantity on hand. The system functioned as intended after the technical support specialist troubleshot the device.